Manufacturer narrative:
This report is submitted on april 18, 2018 by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced poor performance with device use resulting in the decision to explant the device on (B)(6) 2018. The patient was reimplanted with another cochlear device during the same surgery.